Event description:
It was reported that after implanting this device high shock values were recently seen and defibrillation testing did not take place at implant to access the shock values. In addition, it was reported that an inappropriate shock due to atypical noise resulting in oversensing was seen involving this device. The patient was seen the following day and the sensing vector was changed which produced atypical noise with movement maneuvers, which was appropriately detected as noise by the device. A review of the provided device data by technical services (ts) confirmed non cardiac signals similar to myopotential activity seen in the primary sensing vector. The device has seen been reprogrammed to the secondary sensing vector and additional troubleshooting will take place and was discussed by ts. Additional information received noted that the patient presented to the hospital due to another inappropriate shock and a request for further review was sent to ts or programming recommendations. Ts reviewed the device data and proved recommendations and possible troubleshooting steps. Ts noted that evaluation of the system placement was also suggested. The device remains implanted. No adverse patient effects were reported.